Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during surgery, the ophthalmic tips were blocked, leading to overheating of the ophthalmic handpiece and backtracking of balanced salt solution, which caused a corneal burn to the patient. The patient had a post-operative appointment. Procedure details and current condition of patient have not been provided. Additional information has been requested, none has been received till date.

Manufacturer narrative:
Additional information provided in sections b.1., b.2., b.3., b.5., h.1., h.6. And h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned for this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed. There were no investigations found, which were considered relevant to this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received from post operative monitoring which revealed that the procedure type was cataract surgery (with intra ocular lens implantation) and also the patient experienced pain with corneal ulcer, corneal edema of upper one/third cornea which resulted in loss of two lines or more of corrected visual acuity, aberrant astigmatism requiring three sutures with no visual recovery. There was no visual recovery in relation to preoperative visual acuity.

Manufacturer narrative:
Additional information is provided in sections d.1, d.9, h.3, h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The handpiece (was) returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. A visual assessment of the returned sample revealed a discolored red dot and strain relief damage. The returned sample was connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications. The handpiece was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. The handpiece was found to meet specifications; therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.